Manufacturer narrative:
The device was received for evaluation. During functional testing, high downstream occlusion was not reproduced. Cleaned tube channel and ran a new IV tubing, could not duplicate high downstream occlusion readings. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed downstream occlusion test at 19.73 and 21.41 psi(pounds per square inch) during testing in the biomed service department. There was no patient involvement. No additional information is available.